Event description:
Same case as MFR report #: 2134265-2010-01738. It was reported that post a coronary artery stenting procedure, in-stent restenosis occurred. The lesion was located in the mid to distal left anterior descending (lad) artery. A 2.5mm x 20mm taxus liberte stent was implanted on an unspecified date. Post procedure in-stent restenosis occurred. The lesion was treated with angioplasty. No patient injuries or complications were reported. The patient¿s status was reported as ¿good.¿

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).